Event description:
The customer reported that the nursing staff claimed no audible alarm was provided for a pt desat event.

Manufacturer narrative:
The hospital biomedical engineer called the remote technical assistance center (r-tac) and reported that the nursing staff claimed no audible alarm was provided for a pt desat event. Staff stated that the visual alarm indicator was displayed at the bedside (standalone monitor / not connected to a central station). The biomedical engineer reported that he was unable to reproduce the problem. The speaker was functioning properly. The biomedical engineer confirmed that alarms are configured as visual latched and audible non-latched. (It is not known if reminder alarms were configured "on".) The biomedical engineer indicated that the issue may have been the result of a user silencing the alarm (at the bedside). A follow-up call was placed to the biomedical engineer, who said the monitor was tested in the biomedical engineering shop for one month with no noted issues or failures to provide audible tones. This is not being considered a device malfunction. It is fully consistent with being the result of users silencing the alarm. Note that labeling (IFU) for this device specifies that close personal observation should accompany monitoring. Even if users silenced the alarm, the alarm banner would be obvious to users engaged in close personal observation. Therefore, this issue has minimal health risk. No further calls have been logged for this customer issue. No further investigation or action is warranted.